Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 334 mg/dl the time of incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the spring was neither damaged nor corroded. Customer stated that the battery compartment was neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.